Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced extracardiac and phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the lv lead exhibited high threshold measurements, which caused the cardiac resynchronization therapy pacemaker (crt-p) to exhibited early recommended replacement time (rrt). It was also noted that the lv lead vector was programmed high due to the patient complaint of phrenic nerve stimulation when lying on the right side. The device was explanted and replaced, and the lead remains in use. After the change out, reprogramming was done to determine the better option for the lv lead and the patient stimulation. No further patient complications have been reported as a result of this event.